Event description:
The customer reported the system needs options reloaded after a software reload. No pt was injured.

Manufacturer narrative:
The svc rep loaded the calibration files into the system. The original files and options are present, and functioning properly.